Manufacturer narrative:
At time of filing, although originally expected, it has been determined that the device in question has been discarded by the facility. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and the complaint is inconclusive. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 79,255 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to inspect the peel-pouch for any damage that may have occurred during transit or handling. If damaged, do not use. Remove the nakao spider-net retrieval device from peel-pouch and inspect for kinks, fraying wire, torn net or any other damage that may have occurred during transit. Do not use if there is evidence of damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported an issue with the standard spider net , item # 00230a, lot # 201905131, quantity of 4. It was reported that on (B)(6) 2019 during use they "passed four spider nets down for a food bolus, and all four ripped around the edges upon opening. Device failed before even coming into contact with bolus". It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with a 30-minute delay. Additional information obtained indicates that the issue occurred during a food bolus removal procedure on (B)(6) 2019. It was noted that they passed the device down the scope, and as the net opened, it tore at the edges, rendering it unusable for retrieving the food bolus. The understanding is that it ripped at the edges, where the net ties to the wire, however no piece fell off or fell back into the patient. The spider nets ripped upon the initial deployment. They continued to pull out spider nets (4), all the same lot number, until one didn't rip upon opening the net from its harboring in the catheter and enabled the procedure to be completed.